Event description:
Opened guide to do a tibia nail and surgical tech noted blue rubber on ball tip. Surgeon did not want to use.

Event description:
Opened guide to do a tibia nail and surgical tech noted blue rubber on ball tip. Surgeon did not want to use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: referring to the product inquiry the guide wire is stated to be the subject product. No further concomitant products were reported. Review of the manufacturing documents for the subject device revealed no discrepancies. Previous cases are known with blue silicon residues on guide wire tips. The residues were investigated by an external lab and were identified as the protection cap material. Internal tests were performed: samples of protection caps were sterilized several times; furthermore all usual solvents and cleaning agents, used by stryker trauma kiel during manufacturing processes were tested with the caps. The reported issue was not reproducible, the root cause could not be determined. No patient risk could occur according to the performed stand-alone risk assessment. Therefore, a new nc # 244393 for root cause investigation had been issued on august, 14th 2013 for a similar case. This case was also transferred to nc # 244393 for further investigation. Nc pre-investigation refers to possibility of manufacturing issue ¿ not yet confirmed.